Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and leak testing were performed and noted a leak in port tube seal. The reported condition was verified. The cause is attributed to the equipment used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an all-in-one container leaked during setup. A leak was observed at the port. There was no patient involvement. No additional information is available.